Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient implanted with a device for pelvic pain, urinary dysfunction, fecal incontinence, and gastrointestinal/pelvic floor. It was reported that during a stage 1 procedure, there was difficulty and an inability to connect components. When the healthcare provider was trying to put a boot on the lead and percutaneous extension connection, the lead insulation came apart and away from the lead. The damage was caused during the procedure and they hadn't done any testing with the lead yet. The damaged lead was replaced with a new lead and the patient was later implanted on (B)(6)2016.

Manufacturer narrative:
Analysis of the tined lead (va16ubr) found that the lead body outer insulation was separated at a butt joint 3.5 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.